Event description:
The account generated a falsely elevated architect ca19-9xr of 199 (unit of measure unknown) on a patient sample that repeated architect ca19-9xr of 17 and 15 (unit of measure unknown) as expected. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
This issue was previously reported under MDR number 1628664-2013-00263 under a different suspect device. (B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
The trend review identified normal complaint activity for the issue under review. A lot search was not performed since the lot number was unknown. Because the lot number is unknown patient mean data (collected from abbott link) was reviewed to demonstrate acceptable assay performance. The concentration difference by reagent lot from the average patient median was calculated. None of the reagent lots evaluated exceeded the internal requirement for the architect ca19-9xr assay maximum bias . The concentration difference was compared to the total allowable bias as defined by an internal requirement for the architect ca19-9xr assay. This analysis concludes that all reagent lots reviewed, read patient results consistently. A labeling review was performed showing information located in the architect ca 19-9xr package insert to guide the customer for the issue under review. The investigation results show that there is no product deficiency and that the architect ca 19-9xr reagents are performing as intended.